Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent explant surgery on (B)(6) 2014 where mesh was removed from her right groin. It was reported that she underwent explant surgery on (B)(6) 2015 where additional mesh was removed from her left groin. No additional information was provided.